Event description:
The ae has been reported for subject (B)(6) for the (B)(6) study: subject ID: (B)(6). Adverse event: pain at knee due to screw back out, site awareness date: 14 december 2022, start date: 14 december 2022, serious: yes, relationship to study device: causal relationship, relationship to study procedure: causal relationship. This report is for one (1) unk - screws: nail locking, this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this report is for an unknown screws: nail locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent surgery with rfna for a femoral shaft fracture on (B)(6) 2022. On (B)(6) 2022, the patient experienced knee pain due to screw backout, and intervention was scheduled for (B)(6) 2023. Additionally, patient previously experienced pain due to screw backout on (B)(6) 2022, and received surgical intervention on (B)(6) 2022. This pc is related to (B)(4). (B)(4) captures pain due to screw backout on (B)(6) 2022. (B)(4) captures pain at knee due to screw backout on (B)(6) 2022.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the provided patient radiographs revealed that there was nail and screw construct implanted at the left femur. It was discovered that one of the distal locking screws migrated medially from the position it was previously implanted. Based on the provided evidence, the investigation was able to confirm the reported event. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: nail locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.